Event description:
It was reported that during a procedure involving one resolute onyx coronary drug-eluting stent, a protrusion was observed at the end of the stent after easy light movement to pass the stent in the critical vessel lesion. There was no damage noted to the device packaging. No difficulties were noted when removing the device from the hoop. The sheath was removed per IFU. The device was inspected with no issues noted. Negative prep was not performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: one still image was received for analysis. The image depicts a resolute onyx device. Deformation is evident to the proximal stent struts. A kink is evident to the mid-stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: - annex a - annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.